Event description:
It was reported that the insulin pump alarmed button error and keypad unresponsive. Customer's blood glucose at that time was 174mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
No button error alarms were noted. The act button did not respond due to corroded keypad trace. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.